Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03745. The patient reported while charging he experienced uncomfortable heating from his charging system. The patient also reported he has been unable to charge his scs ipg for approximately 2 months due to his charging system being cracked. Subsequently, a low energy replacement charging system was sent to the patient. Follow-up identified the inability to charge issue did not resolve with the replacement charging system. Additionally, when the patient attempted communication using his patient programmer he received a communication error message. The patient is to consult with the physician regarding the issue. Further investigation identified it has been at least 3 months since the patient last (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.